Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The company service representative replaced the fluidics module per the customer request. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a combined procedure in the right eye, while using active iop control at values of 20, 25, 30, the patient's eye did not have the necessary tone and collapsed. The surgeon had to increase the infusion and vacuum values to improve the tone of the eye which increased the operation time. The case was completed without patient harm. Additional information received confirmed that the device did not give any error messages and the operation was completed with air tamponade.